Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was unable to get a picture when they used the pigtail with the 180 series scope, they checked the pigtail on the other units, and they were okay and with this one had no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus surmised that the cause of phenomenon (no image with 180 scope), was the faulty printed circuit board (dr), and the cause of phenomenon (image is lost when the scope end connector is wiggled) was the faulty lock lever of the video connector. Olympus will continue to monitor field performance for this device.